Manufacturer narrative:
Device evaluated by MFR: the needle electrode was returned for analysis. The tines were extended when received. The electrode was bent at distal section, also the electrode is damaged (cracked) approximately at 4cm from the needle tip, there was evidence of bending near the broken area. The tines and core wire are also bent. The handle was actuated, however the tines did not retract due to the core wire that was found detached.

Event description:
It was reported the electrode was bent. A radiofrequency ablation of primary liver cancer was performed. The size of the tumor was 4.0cm, so the physician used a 3.0/17/15 leveen superslim needle electrode to perform ablation. For the first and the second time, it was successfully punctured and ablated. But when the physician changed the puncture path and adjusted the needle, the tip of the needle was found to be curved. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported the electrode was bent. A radiofrequency ablation of primary liver cancer was performed. The size of the tumor was 4.0cm, so the physician used a 3.0/17/15 leveen superslim needle electrode to perform ablation. For the first and the second time, it was successfully punctured and ablated. But when the physician changed the puncture path and adjusted the needle, the tip of the needle was found to be curved. The procedure was completed with another of same device. There were no patient complications reported.